Event description:
A patient reported experiencing inaccurate high results with an ot basic meter. The patient's blood glucose results were 200mg/dl (meter), 90mg/dl (lab). Tests were done within 11 - 20 minutes with a difference of 120mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: customer was using expired control solution.